Manufacturer narrative:
The investigation into the case issue is on-going. A supplemental report will be provided at the end of the investigation. (B)(4). The UDI for the kit cobas 4800 hpv amp/det 960t ce-ivd is (B)(4). Patient 1: (B)(6). Female. Patient 2: (B)(6). Female. (B)(4).

Event description:
A customer from (B)(6) alleged (B)(6) test results when compared to cytology findings for 2 patients. Both samples were thinprep cervical samples, practitioner-collected. Samples tested were aliquots from the original thinprep vial. Patient 1 (sample was collected on (B)(6) 2018, tested (B)(6) 2018): cobas 4800 hpv test ¿ (B)(6) for all (B)(6) detected for the test. This result was reported to the requesting doctor. Liquid-based cytology slide was prepared on (B)(6) 2018, manual examination (no imaging system used): high grade squamous intraepithelial lesion (hsil). No endocervical cells are present. The slide is satisfactory for assessment. Squamous cells show cin3. Patient 2 (sample was collected on (B)(6) 2018, tested (B)(6) 2018): cobas 4800 hpv test ¿ (B)(6) for all (B)(6) detected for the test. This result was reported to the requesting doctor. Liquid-based cytology slide was prepared on (B)(6) 2018, manual examination (no imaging system used): high grade squamous intraepithelial lesion (hsil). Endocervical cells are present. The slide is satisfactory for assessment. Squamous cells present show cin 3 and (B)(6) effect. History of previous abnormality is noted. Patient sample materials were requested to perform further analysis.

Manufacturer narrative:
A customer from australia has alleged two samples had discrepant results between hpv cytology results and results generated on the cobas 4800 hpv assay. The two alleged samples were returned to roche for investigation. Sequencing of two patient samples was performed. For patient sample 1, no hpv sequence was obtained in multiple amplification attempts. For patient sample 2, amplification did indicate the presence of hpv; however, no specific high risk hpv genotype was able to be identified through sequencing. It is possible that the genotype in the alleged samples is one that is not detected by the roche test. Further, the possible explanation for the difference between the positive cytology result versus negative cobas 4800 results could be: the symptom may not be hpv driven. The symptom is hpv driven but is not due to one of the genotypes covered by the cobas 4800 assay. Hpv is present in the sample, and is below the limit of detection of the cobas 4800 assay. Under the procedural limitations section of the cobas 4800 hpv instructions for use, it states: a negative high-risk hpv result does not exclude the possibility of future cytologic hsil or underlying cin2-3 or cancer; and though rare, mutations within the highly conserved regions of the genomic dna of human papillomavirus covered by the cobas 4800 hpv test¿s primers and/or probes may result in failure to detect the presence of the viral dna. Additionally, investigation on the complaint kit lot y12819 did not find any product issue as the customer allegation was not observed in qc release and stability review. No related internal non-conformances were identified. (B)(4).